Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Returned to manufacturer: (B)(4) 2011. A review of synthes device history records for manufacturing revealed no complaint related issues. Reported event date: (B)(6) 2011. Placeholder.

Event description:
During a procedure of t12-l5 the surgeon had to make a longer skin incision at l5 to accommodate the 8 screws being used with a straight rod, with the longest curve being 130mm. This system is only approved for a maximum of 6 screws. This resulted in the locking caps not being able to be fitted and the screws being damaged and broken during removal. This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Upon removal there was a rupture in the interior of the tulip and the golden interior portion of the tulip was detached on both sides. The articles in question were sent to the corresponding for investigation. This system is only approved for a maximum of 6 screws. This resulted in the locking caps not being able to be fitted and the screws being damaged and broken during removal. The investigation did not note any design or manufacturing issues that could have contributed to this issue. The investigation determined the complaint to be indeterminate.

Manufacturer narrative:
First and last name was corrected to (B)(6).